Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the rep ran an impedances and found the follow out of range values. Ref 0 all > 10000 ohms ref 11, 1, 2, 3 are >10000 ohms with 3, 8, 9, and 10 impedances values are between 1000-2000. The rep was able to turn stimulation on and indicated that she would try to program using the electrodes within the normal ranges. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the high impedances was not determined. The high impedances were not resolved but the representative was able to program the electrodes with low impedances and provided the patient with bilateral coverage. The patient's weight was unknown. This information was confirmed with the physician/account. No further complications reported.

Event description:
Rep reported they are preparing for a replacement case for the pt due to normal end of service and mdt rep. Saw a reading in the pt's file for high impedance values from sept 2018; mdt rep. Reported the sept. 2018 picture indicated a measurement of 10,000 ohms on electrodes 0, 1, 2, and 8. They wanted to know more about these impedance measurements. Caller stated they were not with their colleague doing the ins replacement but was trying to determine how the patient's system is configured because on the tablet, it is showing the 3998 lead all going into 0-7 port with the blue rectangle on one of the tails.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.